Event description:
Following stent placement experienced a transient slow flow with global cerebral hypoperfusion due to occlusion of distal ica from the filter. The patient is an male who was enrolled in the study in 2007. The target lesion was located in the left internal carotid artery. The lesion was eccentric with mild calcification and the rate of stenosis was 85%. The length of the lesion is 18 cm. The physician used a contralateral approach to access the lesion. The lesion was pre-dilated. An angioguard device was advanced to the lesion and the basket was deployed. The stent was placed without difficulty. After the stent was placed, the patient became transiently confused and poorly responsive for approximately 3 to 4 minutes. The event was completely resolved when atropine and neo was administered, and when the filter was removed. Antegrade flow was completely normal after filter removal. The patient was discharged five days later.

Manufacturer narrative:
During a review of all complaints reported from the sapphire ww post market surveillance registry to date, it was determined that this complaint is reportable under MDR reporting requirements. Films were received and reviewed by an independent physician and the following was noted: history and problem: this complaint involves a patient who was enrolled in the study in 2007. During an endovascular procedure to treat a left internal carotid artery stenosis, 2 angioguard distal protection devices were used. The first, a 6 mm angioguard, did not fit through the sheath and was removed. The second, a 5 mm angioguard device was advanced through the sheath and was deployed in the distal, extracranial left internal carotid artery. After stent placement and balloon dilation, the treating physician noted that there was transient slow flow through the left ica. The patient became transiently confused and poorly responsive for approximately 3-4 minutes. This resolved with atropine, neo-synephrine, and filter removal. Subsequently, antegrade flow was normal and the patient experienced no persistent symptoms. Observations: one cd-rom containing multiple cine files is submitted for review. Initial images demonstrate a left carotid arteriogram. There is a high-grade left internal carotid artery stenosis at the origin. Additionally, there are three additional internal carotid artery stenoses seen distally. There is a focal moderate grade (60% or greater) stenosis of the pre-cavernous ica. In the cavernous segment there is a 50% ica stenosis and in the supraclinoid ica there is a 40-50% ulcerated stenosis. Subsequent images show deployment of angioguard distal protection device within the distal extracranial ica. The device is just proximal to the pre-cavernous ica stenosis previously mentioned. Subsequent images show balloon dilatation and stent placement. Following post stent dilatation, images of the ica origin show a significantly improved luminal diameter. The distal projection device has now migrated distally and is now seen within the precavernous ica stenosis. I also cannot exclude mild vasospasm in this area. There is now slow flow through the ica beginning at this level. Following removal of the device, brisk flow is seen throughout the ica. There is no evidence of extravasation, dissection, or significant vasospasm. Images of the left brain show no evidence of distal embolization or intracranial vasospasm. Impression: this complaint involves a patient in the sapphire trial. A 5 mm angioguard distal protection device was used. Following stent placement and post dilatation, transient slow flow is noted in the left ica which resulted in patient confusion and decreased responsiveness for 3 to 4 minutes. Upon filter removal, atropine, and neo-synephrine administration flow was restored and patient's symptoms completely resolved. Upon close evaluation of the angiographic images, it appears that the filter was placed into very close proximity to a moderate focal stenosis of the distal extracranial ica. At the time of slow flow, it is noted that the protection device had migrated into the area of stenosis. The combination of compression of the distal protection filter, a focal moderate stenosis, and possibly material within the protection device is the etiology of the slow flow. Additionally, mild vasospasm in this area could have also contributed to the flow of disruption. It seems most likely that anatomical and technical factors are the etiology of this event and not product malfunction. Upon removal of the filter and pharmacological intervention, normal flow was restored. This case illustrates the importance that great care must be taken to select a segment of vessel to deploy the distal detection device. If there is plaque or stenosis distal to the device, great caution must be taken not to allow the device to migrate. This could result in partial occlusion of flow (as in this case) or even distal plaque embolization. The patient in this complaint experienced no long-term complication. Final analysis: the product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirement per the applicable manufacturing quality plan. Please note that this medwatch report represents one of two products that were used in the same procedure and is related mfg# 1016427-2007-00062 and 9616099-2007-01142.